Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained right ventricular oversensing was observed due to post-paced t-wave oversensing. Technical support was contacted and suggested reprogramming the device to resolve the issue. Reprogramming is anticipated at the patients next follow-up. The patient was in stable condition and experienced no adverse health consequences.

Event description:
Additional information received indicated additional non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing. Technical support was contacted again and suggested reprogramming the device to resolve the issue. The new programming parameters are anticipated to be performed at the patients next follow-up.

Event description:
Additional information received indicated the issue was resolved by reprogramming the device.